Manufacturer narrative:
Date of event: unknown. "Multiple medical device types: there were multiple medical device types reported to be involved. The information for the additional medical device type is as follows: common device name: intravascular administration set. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® push button blood collection set had poor blood flow. No serious injury or medical intervention.